Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.

Event description:
It was reported that during a procedure, the device overheated. It was also reported that there were no adverse consequences, no medical intervention and no delay as a result of this event.